Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k101880.

Event description:
It was reported that the doctor opened an implant package during a procedure and there was no implant in the vial. They were able to complete the procedure with another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) product packaging for a imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The customer did not provide any pictures. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1254897). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Upon review of the DHR, packaging images have been attached to further verify the conformance of the packaging for the reported device. Complaint history review was performed for the reported lot number (1254897) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect component quantity) or product (tsvtwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device / packaging malfunction could not be verified, and the reported packaging event was non-verifiable. Additionally, the coob is non-verifiable with the information provided. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no."